Manufacturer narrative:
H3 device evaluation - the driver tip is fractured at an oblique angle relative to the driver's longitudinal axis. This fracture is typical of combination loading (torsion and bending moment application). The driver tip was examined by eye and with the aid of a 5x loop. No further insights could be drawn from this review of the part. Review of device history records found thirty-three (33) pieces of lot 00351pt released for distribution on 3/15/2022 with no deviation or anomalies. Two-year complaint history review (9.2.2020-9.2.2022) found this to be the only report for this lot. Further review did not reveal a trend for reports of this nature for this part number. Potential causes for this failure include the loading condition applied during part breakage as well as the potential for crack initiation from prior usage that resulted in this failure. No corrective actions are being recommended at this time.

Event description:
It was reported that a procedure was performed on (B)(6) 2022, utilizing the reform pedicle screw system. During final tightening of one of the lock screws, the tip of the t25, lock-screw torque driver, reform (39-rd-0060) broke. The broken tip was removed from the screw and the procedure was completed utilizing the second driver readily available in the set. There was no patient injury or delay to the procedure.

Manufacturer narrative:
Initial reporter occupation: occupation - other; sales representative. Device evaluated by MFR: other - evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.

Event description:
It was reported that a procedure was performed on (B)(6) 2022, utilizing the reform pedicle screw system. During final tightening of one of the lock screws, the tip of the t25, lock-screw torque driver, reform (39-rd-0060) broke. The broken tip was removed from the screw and the procedure was completed utilizing the second driver readily available in the set. There was no patient injury or delay to the procedure.